Event description:
A medtronic representative, inventory planner, reported that the top of the screw on an open spine clamp was worn out. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. RMA issued. Medtronic evaluation of returned suspect part finds the head of the adjustment screw is well worn, but the hex head is in good condition. The screw threads have some debris in them causing some difficulty in the travel. Also, the retainer ring is stretched - allowing some play in the movement of the clamp face. Replacement part shipped.